Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic, non-sustained right ventricular oversensing episodes were observed due to myopotential oversensing. The low frequency attenuation filter was turned off. The patient condition is fine.